Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had liquid on the safety disk. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon arrival, the fse evaluated the device. Evidence of the occurrence of a previous blood back was confirmed, as well as, confirmation of blood back based on the data contained within the logs. Then, the fse began dismantling the device to determine extent of the contamination within the unit. It was discovered that additional parts were needed to complete the repairs. The order was placed and a return visit was scheduled for once the parts arrived. Once the parts arrived, the fse returned to the site and continued with the repairs. The fse replaced all the parts associated with the blood back repair which were contaminated. The unit passed the full preventive maintenance (pm), safety, calibration and functionality checks per factory specifications and the unit was cleared for clinical use.

Event description:
N/a

Event description:
It was reported that during patient use the cs300 intra-aortic balloon pump (iabp) had liquid on the safety disk.